Event description:
Consumer reports getting inaccurate readings on family member's paradigm link meter. Analysis run on clark error grid using mean average (50) vs. Bd readings (22, 77, 74) yielded data points in the "a/d" range of the grid - outside acceptable range.